Manufacturer narrative:
The investigation confirmed that a non-reproducible, (B)(6) vitros hbsag result was obtained from a single patient sample while using the vitros eciq immunodiagnostic system. There is no evidence that an instrument related issue and/or a reagent related issue contributed to the event. The investigation could not determine a definitive root cause. However, a reagent related issue, an instrument issue and/or a pre-analytical sample mix up cannot be ruled out as contributing factors.

Event description:
The customer obtained a non-reproducible, (B)(6) vitros hbsag result ((B)(6)) from a single patient sample while using the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the sample was questioned due to patient history and repeat tested prior to reporting from the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, (B)(6) vitros hbsag result was obtained from a single patient sample while using the vitros eciq immunodiagnostic system. There is no evidence that an instrument related issue and/or a reagent related issue contributed to the event. The investigation could not determine a definitive root cause. However, a reagent related issue, an instrument issue and/or a pre-analytical sample mix up cannot be ruled out as contributing factors.